Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had noted asystole episodes with undersensing of events that march through the tracing. The icm remains in use. No patient complications have been reported as a result of this event.